Event description:
This is filed to report the clip detaching from one leaflet and leaflet rupture requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One mitraclip was successfully implanted, and a second clip delivery system (cds) was advanced and placed lateral to the first implanted clip. Immediately after deployment the patient¿s mr increased and the physician suspected an anterior leaflet rupture. The second clip was detached from the anterior leaflet (single leaflet device attachment (slda)) and a third cds was advanced and placed lateral to the second clip for stabilization and to further reduce the mr. The leaflets were grasped without difficulty, but the mr was unable to be reduced and the device was removed from the patient. The procedure was ended with the final mr remaining at a grade of 4+. According to the physician the slda was due to patient anatomy. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related a challenging patient anatomy. The reported leaflet rupture and mitral regurgitation (mr) were cascading effects of the slda. The unexpected medical intervention was the result of case-specific circumstances. Additionally, mr and unspecified tissue injury are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.